Manufacturer narrative:
The lens was returned for analysis. Visual inspection found one haptic torn nearly in half. Cause of damage could not be determined. The delivery device was not returned. Functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling technique) and/or procedural factors (such as lens and injector interaction) may have caused or contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic broke off after insertion in the patient¿s eye. The lens was removed intraoperatively and replaced with a sulcus lens. Reportedly, incision was enlarged to remove the lens and suture was required at completion of case. Additional information has been requested, but has not been received.